Event description:
Physician crimped the rhv of 5max reperfusion catheter too tight at the distal end. This caused a crimp in the catheter and forced him to switch it out to continue the case.

Manufacturer narrative:
Results: the catheter is pinched approximately (22.5cm) from the hub. The catheter also has a kink in the distal portion of the shaft approximately (6.0cm) proximal of the marker band. Conclusion: the physician stated that the rhv was crimped down on the distal end of the catheter which resulted in a pinch in the shaft. This issue is an operator error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00208.